Manufacturer narrative:
Examination of the submitted sig fem adpt torque wrench confirmed fracture at the corner of the metal portion of the hexagonal feature. The root cause of the fracture is attributed to torsional forces being applied while attempting to use the instrument out of plane, i.e. Not perpendicular to the bolt being tightened. Based on the determination of user error of torsional forces being applied while attempting to use the instrument out of plane, i.e. Not perpendicular to the bolt being tightened, the need for corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The torque wrench is cracked. The metal piece broke right before the rubber tip.